Event description:
It was reported that the right atrial (ra) lead experienced an increase in bipolar impedance and the impedance is high and out of range. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr901, implantable pulse generator (ipg), implanted: (B)(6) 2004. (B)(4).